Event description:
A device report from (B)(6) indicated a hospital in (B)(6) reported: during the intertrochanteric femoral fracture surgery surgeon inserted the pfna ii blade and it would not lock. Surgeon removed, selected another of the same size blade and completed the procedure.

Manufacturer narrative:
Device used for treatment. Device was received and the investigation could not be completed, no conclusion could be drawn, as product is entering the complaint system.

Manufacturer narrative:
Device used for treatment and not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found.